Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. The physician reported on or about (B)(6) 2016, the patient presented emergently to the hospital complaining of back pain. Laboratory tests were performed and were reported to show the patient tested (B)(6). Imaging performed that same day identified possible infection of the endograft system. Reportedly, the patient did not have any known history of pre-existing infection in the field of treatment. The physician reportedly believes the implant procedure caused or contributed to the infection and was not device related. On (B)(6) 2016, an additional procedure was performed whereby all devices were explanted, and the aorta surgically repaired. It was reported, during the explant procedure the patient experienced blood loss (amount unknown) and an intra-operative transfusion of blood products (amount unknown). Post-operatively intravenous (IV) antibiotics were administered to the patient. On (B)(6) 2016, thirty-two days post operatively the patient expired, a cause of death was not provided.

Manufacturer narrative:
Additional devices implanted and involved in this event: pxc141400/14126288, pxc141200/13837989 and plc201200/13539714. UDI numbers for the lots are as follows: (B)(4). The review of the manufacturing paperwork verified that all lots met all pre-release specifications.

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. The physician reported on or about (B)(6) 2016, the patient presented emergently to the hospital complaining of back pain. Reportedly, all gore® excluder® aaa endoprostheses were explanted at that time. Patient was reported to have tested positive for (B)(6). Additional information has been requested.

Manufacturer narrative:
The review of the sterilization paperwork verified that the lots met all pre-release specifications. The exact cause of the infection is unknown.